Manufacturer narrative:
This report is for an unknown t-plates/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: benegas, e. Et al (2007), surgical treatment of varus malunion of the proximal humerus with valgus osteotomy, journal of shoulder and elbow surgery, vol. 16(1), pages 55-59 (brazil) . The aim of this study is to evaluate the results of the treatment. Between august 1995 and january 1999, a total of 5 patients (4 male and 1 female) with a mean age of 53 years (range, 25-73 years underwent valgus osteotomy of the surgical neck. After removal of the wedge, internal fixation was accomplished with neutralization unknown synthes (ao) t-plates and 4.5 mm screws. The mean follow-up was 34 months (range, 22-63 months). The following complications were reported as follows: 2 patients had mild pain. 1 patient, a bricklayer, the level of function achieved did not allow him to return to his regular job; however, he was able to accomplish most of his activities daily living. Another patient presented with minor restrictions. 2 patients presented with pain on shoulder flexion that required necessary removal of plates after 7 and 15 months. Unknown patient had bleeding through the incision in the immediate postoperative period, necessitating surgical exploration, the finding of which was soft-tissue diffuse bleeding. This report captures reported events of mild pain, level of function achieved did not allow him to return to his regular job, minor restrictions, pain on shoulder flexion, bleeding through the incision. This report is for an unknown synthes (ao) t-plates. This is report 1 of 2 for (B)(4).